Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: patient presented status post a previous laminectomy at l4-l5. In postoperative courses, patient had been developing progressively disabling low back pain and radiographic studies had confirmed the presence of instability at l4-l5. Patient underwent extensive conservative treatment including physical therapy, medications and injections without improvement. Pre-op diagnosis: l4-l5 degenerative disc disease with instability. Patient underwent following procedures: anterior lumbar interbody fusion l4-5; anterior lumbar interbody cage instrumentation l4-5; application of rhbmp-2/acs bone graft; bilateral posterior l4-l5 percutaneous screw/rod instrumentation. Per op notes, intraoperative fluoroscopy was obtained to confirm positions. The end plates were then decorticated. A 14 x 8 degree the lordotic cage was determined to be the optimum size. The rhbmp-2 which had been soaked on collagen sponges was then placed into the cage and the cage then inserted into the distracted disc space. Additional sponge of the rhbmp-2/acs was then placed laterally and anterior to the graft. Intraoperative kub was obtained prior to full wound closure to confirm no retained sponges or hardware. Posterior part of the procedure was started. No complications reported.